Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis and experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted without replacement on (B)(6) 2019. 2. Is other serious- uncheck 2. Is required intervention- check the mentor failure analysis lab received the device for evaluation on 7/19/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502325, serial # (B)(4) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/30/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the breast saline implant. During evaluation of the sample some creases were observed on the anterior and posterior views. Leak testing revealed a tear measuring approximately 0.1 cm within the crease in the posterior aspect. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6961169, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).